Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was tested in clinic with provocative maneuvers with noise able to be produced and pacing inhibition observed. This device was scheduled to be replaced, however currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was tested in clinic with provocative maneuvers with noise able to be produced and pacing inhibition observed. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.